Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2026-00322145-1-L1,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 56MM OUTER DIAMETER,71338679,,71338679,,00885556113257,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L2,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 56MM OUTER DIAMETER,71338679,,71338679,,00885556113257,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L3,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 56MM OUTER DIAMETER,71338679,,71338679,,00885556113257,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L4,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 56MM OUTER DIAMETER,71338679,,71338679,,00885556113257,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L5,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 58MM OUTER DIAMETER,71338680,,71338680,,00885556113240,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L6,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 58MM OUTER DIAMETER,71338680,,71338680,,00885556113240,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L7,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 58MM OUTER DIAMETER,71338680,,71338680,,00885556113240,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L8,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 60MM OUTER DIAMETER,71338681,,71338681,,00885556113233,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L9,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 60MM OUTER DIAMETER,71338681,,71338681,,00885556113233,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00322145-1-L10,,7/1/2026,4/1/2026,R3 Acetabular System,R3 0 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 62 OUTER DIAMETER,71338682,,71338682,,00885556113226,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighteen thousand three hundred twenty eight (18,328) hips underwent primary THA procedures between 30-Jan-2008 and 12-Feb-2026, using R3 0 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and LPH. From these, six hundred and twenty (620) hips were later revised due to the following reasons: one hundred and fifty six (156) hips due to periprosthetic fracture, seventy seven (77) hips due to loosening, one hundred and fifty nine (159) hips due to infection, one hundred and fifty nine (159) hips due to prosthesis dislocation, one (1) hip due to lysis, eight (8) hips due to pain, fifteen (15) hips due to instability, fifteen (15) hips due to leg length discrepancy, nine (9) hips due to malposition, four (4) hips due to implant breakage ¿ stem, two (2) hips due to metal related pathology, one (1) hip due to wear ¿ acetabular insert, two (2) hips due to incorrect sizing, two (2) hips due to tumour, one (1) hip due to heterotopic bone, and nine (9) hips due to other-unknown reasons. ;;A distinction between the complications associated with products registered under PRO codes JDI and LPH cannot be established. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 620 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 10 revisions associated with hips that had previously received a R3 0 degree XLPE Liner approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 10 cases.;;Timeframe of Registry data: Implantations conducted between 30-Jan-2008 and 12-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand three hundred twenty eight (18,328) procedures with R3 0 degree XLPE Liners have been performed in Australia between 30-Jan-2008 and 12-Feb-2026. ;;The mean cumulative revision rates for the R3 0 degree XLPE Liners were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.2% (2.0%¿2.4%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿3.0%) vs 2.6% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 2.9% (2.7%¿3.2%) vs 2.9% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.1% (2.8%¿3.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.3% (3.0%¿3.5%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.5% (3.2%¿3.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.6% (3.3%¿3.9%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 3.9% (3.6%¿4.2%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%¿4.4%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.3% (3.9%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.7% (4.3%¿5.2%) vs 5.5% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.9% (4.4%¿5.4%) vs 6.0% (5.9%¿6.0%) of the class.;-At 14th postoperative year: 5.1% (4.6%¿5.7%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.6%¿5.7%) vs 6.8% (6.7%¿6.9%) of the class.;-At 16th postoperative year: 5.4% (4.6%¿6.2%) vs 7.3% (7.2%¿7.4%) of the class.;-At 17th postoperative year: 6.3% (4.6%¿8.6%) vs 7.8% (7.7%¿7.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279372-1-L430,,7/1/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 26 ID 55-56 OD 20 DEG SIZE F,71742654,,71742654,,03596010232205,K932755,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THA procedures between 02-Sep-1999 and 30-Jun-2009, using a REFLECTION Ultra High Molecular Weight Polyethylene (UHMWPE) Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR between 02-Sep-1999 and 30-Jun-2009 in which a REFLECTION UHMWPE Acetabular Liner was implanted. Of these, four hundred and thirty-four (434) hips required revision due to the following reasons: thirty-one (31) hips due to fracture, one hundred fifty-one (151) due to loosening, forty-two (42) due to infection, seventy (70) due to prosthesis dislocation, seventy-two (72) due to lysis, one (1) due to pain, two (2) due to instability, two (2) due to leg length discrepancy, one (1) due to malposition, two (2) due to metal related pathology, one (1) due to implant breakage of the acetabular insert, fifty-one (51) due to wear of the acetabular insert, one (1) due to acetabular implant breakage, one (1) due to incorrect sizing, one (1) due to heterotopic bone, three (3) due to wear of the acetabulum, and two (2) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 30-Jun-2009 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR in which a REFLECTION UHMWPE Acetabular Liner was implanted in Australia between 02-Sep-1999 and 30-Jun-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.7% (1.3%-2.3%) vs 1.8% (1.7%-1.8%) of the class;-At 2nd post-operative year: 2.8% (2.2%-3.5%) vs 2.2% (2.2%-2.2%) of the class;-At 3rd post-operative year: 3.4% (2.8%-4.2%) vs 2.6% (2.5%-2.6%) of the class;-At 4th post-operative year: 3.8% (3.1%-4.7%) vs 2.9% (2.8%-2.9%) of the class;-At 5th post-operative year: 4.5% (3.7%-5.4%) vs 3.1% (3.1%-3.2%) of the class;-At 6th post-operative year: 5.4% (4.5%-6.3%) vs 3.5% (3.4%-3.5%) of the class;-At 7th post-operative year: 6.3% (5.4%-7.3%) vs 3.7% (3.7%-3.8%) of the class;-At 8th post-operative year: 7.1% (6.1%-8.2%) vs 4.0% (4.0%-4.1%) of the class;-At 9th post-operative year: 8.4% (7.4%-9.6%) vs 4.4% (4.3%-4.4%) of the class;-At 10th post-operative year: 10.2% (9.0%-11.5%) vs 4.7% (4.7%-4.8%) of the class;-At 11th post-operative year: 11.8% (10.5%-13.2%) vs 5.1% (5.0%-5.1%) of the class;-At 12th post-operative year: 13.7% (12.2%-15.3%) vs 5.5% (5.4%-5.5%) of the class;-At 13th post-operative year: 15.1% (13.6%-16.8%) vs 5.9% (5.8%-5.9%) of the class;-At 14th post-operative year: 16.6% (15.0%-18.4%) vs 6.3% (6.2%-6.4%) of the class;-At 15th post-operative year: 17.7% (16.0%-19.5%) vs 6.7% (6.6%-6.8%) of the class;-At 16th post-operative year: 19.5% (17.7%-21.5%) vs 7.2% (7.1%-7.3%) of the class;-At 17th post-operative year: 20.6% (18.7%-22.7%) vs 7.7% (7.5%-7.8%) of the class;-At 18th post-operative year: 22.2% (20.2%-24.3%) vs 8.1% (8.0%-8.2%) of the class;-At 19th post-operative year: 23.7% (21.6%-25.9%) vs 8.6% (8.4%-8.7%) of the class;-At 20th post-operative year: 24.7% (22.5%-27.1%) vs 9.0% (8.9%-9.2%) of the class;-At 21st post-operative year: 26.2% (23.8%-28.7%) vs 9.5% (9.4%-9.7%) of the class;-At 22nd post-operative year: 27.9% (25.4%-30.6%) vs 10.0% (9.8%-10.2%) of the class;-At 23rd post-operative year: 29.1% (26.4%-32.0%) vs 10.4% (10.2%-10.6%) of the class;-At 24th post-operative year: 29.1% (26.4%-32.0%) vs 11.0% (10.7%-11.3%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the REFLECTION UHMWPE Acetabular Liner and the THR class at the 1st and 2nd postoperative years, as determined by overlapping 95% confidence intervals. ;On the other hand, from the 3rd to the 24th postoperative year, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the REFLECTION UHMWPE Acetabular Liner demonstrating higher revision rates than the class.;Ultra-high molecular weight polyethylene (UHMWPE), also known as conventional polyethylene, has been well documented in literature to increase wear debris over time and subsequently increase revision rates, which explains the observed trend from the 3rd postoperative year onward. These liners, which have shown to have lower performance compared to XLPE liners, are currently not marketed anymore.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279372-1-L431,,7/1/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 50-52 OUTER DIAMETER 20 DEGREE SIZE E,71742850,,71742850,,03596010232267,K932755,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THA procedures between 02-Sep-1999 and 30-Jun-2009, using a REFLECTION Ultra High Molecular Weight Polyethylene (UHMWPE) Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR between 02-Sep-1999 and 30-Jun-2009 in which a REFLECTION UHMWPE Acetabular Liner was implanted. Of these, four hundred and thirty-four (434) hips required revision due to the following reasons: thirty-one (31) hips due to fracture, one hundred fifty-one (151) due to loosening, forty-two (42) due to infection, seventy (70) due to prosthesis dislocation, seventy-two (72) due to lysis, one (1) due to pain, two (2) due to instability, two (2) due to leg length discrepancy, one (1) due to malposition, two (2) due to metal related pathology, one (1) due to implant breakage of the acetabular insert, fifty-one (51) due to wear of the acetabular insert, one (1) due to acetabular implant breakage, one (1) due to incorrect sizing, one (1) due to heterotopic bone, three (3) due to wear of the acetabulum, and two (2) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 30-Jun-2009 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR in which a REFLECTION UHMWPE Acetabular Liner was implanted in Australia between 02-Sep-1999 and 30-Jun-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.7% (1.3%-2.3%) vs 1.8% (1.7%-1.8%) of the class;-At 2nd post-operative year: 2.8% (2.2%-3.5%) vs 2.2% (2.2%-2.2%) of the class;-At 3rd post-operative year: 3.4% (2.8%-4.2%) vs 2.6% (2.5%-2.6%) of the class;-At 4th post-operative year: 3.8% (3.1%-4.7%) vs 2.9% (2.8%-2.9%) of the class;-At 5th post-operative year: 4.5% (3.7%-5.4%) vs 3.1% (3.1%-3.2%) of the class;-At 6th post-operative year: 5.4% (4.5%-6.3%) vs 3.5% (3.4%-3.5%) of the class;-At 7th post-operative year: 6.3% (5.4%-7.3%) vs 3.7% (3.7%-3.8%) of the class;-At 8th post-operative year: 7.1% (6.1%-8.2%) vs 4.0% (4.0%-4.1%) of the class;-At 9th post-operative year: 8.4% (7.4%-9.6%) vs 4.4% (4.3%-4.4%) of the class;-At 10th post-operative year: 10.2% (9.0%-11.5%) vs 4.7% (4.7%-4.8%) of the class;-At 11th post-operative year: 11.8% (10.5%-13.2%) vs 5.1% (5.0%-5.1%) of the class;-At 12th post-operative year: 13.7% (12.2%-15.3%) vs 5.5% (5.4%-5.5%) of the class;-At 13th post-operative year: 15.1% (13.6%-16.8%) vs 5.9% (5.8%-5.9%) of the class;-At 14th post-operative year: 16.6% (15.0%-18.4%) vs 6.3% (6.2%-6.4%) of the class;-At 15th post-operative year: 17.7% (16.0%-19.5%) vs 6.7% (6.6%-6.8%) of the class;-At 16th post-operative year: 19.5% (17.7%-21.5%) vs 7.2% (7.1%-7.3%) of the class;-At 17th post-operative year: 20.6% (18.7%-22.7%) vs 7.7% (7.5%-7.8%) of the class;-At 18th post-operative year: 22.2% (20.2%-24.3%) vs 8.1% (8.0%-8.2%) of the class;-At 19th post-operative year: 23.7% (21.6%-25.9%) vs 8.6% (8.4%-8.7%) of the class;-At 20th post-operative year: 24.7% (22.5%-27.1%) vs 9.0% (8.9%-9.2%) of the class;-At 21st post-operative year: 26.2% (23.8%-28.7%) vs 9.5% (9.4%-9.7%) of the class;-At 22nd post-operative year: 27.9% (25.4%-30.6%) vs 10.0% (9.8%-10.2%) of the class;-At 23rd post-operative year: 29.1% (26.4%-32.0%) vs 10.4% (10.2%-10.6%) of the class;-At 24th post-operative year: 29.1% (26.4%-32.0%) vs 11.0% (10.7%-11.3%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the REFLECTION UHMWPE Acetabular Liner and the THR class at the 1st and 2nd postoperative years, as determined by overlapping 95% confidence intervals. ;On the other hand, from the 3rd to the 24th postoperative year, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the REFLECTION UHMWPE Acetabular Liner demonstrating higher revision rates than the class.;Ultra-high molecular weight polyethylene (UHMWPE), also known as conventional polyethylene, has been well documented in literature to increase wear debris over time and subsequently increase revision rates, which explains the observed trend from the 3rd postoperative year onward. These liners, which have shown to have lower performance compared to XLPE liners, are currently not marketed anymore.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279372-1-L432,,7/1/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 50-52 OUTER DIAMETER 20 DEGREE SIZE E,71742850,,71742850,,03596010232267,K932755,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THA procedures between 02-Sep-1999 and 30-Jun-2009, using a REFLECTION Ultra High Molecular Weight Polyethylene (UHMWPE) Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR between 02-Sep-1999 and 30-Jun-2009 in which a REFLECTION UHMWPE Acetabular Liner was implanted. Of these, four hundred and thirty-four (434) hips required revision due to the following reasons: thirty-one (31) hips due to fracture, one hundred fifty-one (151) due to loosening, forty-two (42) due to infection, seventy (70) due to prosthesis dislocation, seventy-two (72) due to lysis, one (1) due to pain, two (2) due to instability, two (2) due to leg length discrepancy, one (1) due to malposition, two (2) due to metal related pathology, one (1) due to implant breakage of the acetabular insert, fifty-one (51) due to wear of the acetabular insert, one (1) due to acetabular implant breakage, one (1) due to incorrect sizing, one (1) due to heterotopic bone, three (3) due to wear of the acetabulum, and two (2) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 30-Jun-2009 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR in which a REFLECTION UHMWPE Acetabular Liner was implanted in Australia between 02-Sep-1999 and 30-Jun-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.7% (1.3%-2.3%) vs 1.8% (1.7%-1.8%) of the class;-At 2nd post-operative year: 2.8% (2.2%-3.5%) vs 2.2% (2.2%-2.2%) of the class;-At 3rd post-operative year: 3.4% (2.8%-4.2%) vs 2.6% (2.5%-2.6%) of the class;-At 4th post-operative year: 3.8% (3.1%-4.7%) vs 2.9% (2.8%-2.9%) of the class;-At 5th post-operative year: 4.5% (3.7%-5.4%) vs 3.1% (3.1%-3.2%) of the class;-At 6th post-operative year: 5.4% (4.5%-6.3%) vs 3.5% (3.4%-3.5%) of the class;-At 7th post-operative year: 6.3% (5.4%-7.3%) vs 3.7% (3.7%-3.8%) of the class;-At 8th post-operative year: 7.1% (6.1%-8.2%) vs 4.0% (4.0%-4.1%) of the class;-At 9th post-operative year: 8.4% (7.4%-9.6%) vs 4.4% (4.3%-4.4%) of the class;-At 10th post-operative year: 10.2% (9.0%-11.5%) vs 4.7% (4.7%-4.8%) of the class;-At 11th post-operative year: 11.8% (10.5%-13.2%) vs 5.1% (5.0%-5.1%) of the class;-At 12th post-operative year: 13.7% (12.2%-15.3%) vs 5.5% (5.4%-5.5%) of the class;-At 13th post-operative year: 15.1% (13.6%-16.8%) vs 5.9% (5.8%-5.9%) of the class;-At 14th post-operative year: 16.6% (15.0%-18.4%) vs 6.3% (6.2%-6.4%) of the class;-At 15th post-operative year: 17.7% (16.0%-19.5%) vs 6.7% (6.6%-6.8%) of the class;-At 16th post-operative year: 19.5% (17.7%-21.5%) vs 7.2% (7.1%-7.3%) of the class;-At 17th post-operative year: 20.6% (18.7%-22.7%) vs 7.7% (7.5%-7.8%) of the class;-At 18th post-operative year: 22.2% (20.2%-24.3%) vs 8.1% (8.0%-8.2%) of the class;-At 19th post-operative year: 23.7% (21.6%-25.9%) vs 8.6% (8.4%-8.7%) of the class;-At 20th post-operative year: 24.7% (22.5%-27.1%) vs 9.0% (8.9%-9.2%) of the class;-At 21st post-operative year: 26.2% (23.8%-28.7%) vs 9.5% (9.4%-9.7%) of the class;-At 22nd post-operative year: 27.9% (25.4%-30.6%) vs 10.0% (9.8%-10.2%) of the class;-At 23rd post-operative year: 29.1% (26.4%-32.0%) vs 10.4% (10.2%-10.6%) of the class;-At 24th post-operative year: 29.1% (26.4%-32.0%) vs 11.0% (10.7%-11.3%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the REFLECTION UHMWPE Acetabular Liner and the THR class at the 1st and 2nd postoperative years, as determined by overlapping 95% confidence intervals. ;On the other hand, from the 3rd to the 24th postoperative year, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the REFLECTION UHMWPE Acetabular Liner demonstrating higher revision rates than the class.;Ultra-high molecular weight polyethylene (UHMWPE), also known as conventional polyethylene, has been well documented in literature to increase wear debris over time and subsequently increase revision rates, which explains the observed trend from the 3rd postoperative year onward. These liners, which have shown to have lower performance compared to XLPE liners, are currently not marketed anymore.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279372-1-L433,,7/1/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 54-56 OUTER DIAMETER 20 DEGREE SIZE F,71742854,,71742854,,03596010232274,K932755,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THA procedures between 02-Sep-1999 and 30-Jun-2009, using a REFLECTION Ultra High Molecular Weight Polyethylene (UHMWPE) Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR between 02-Sep-1999 and 30-Jun-2009 in which a REFLECTION UHMWPE Acetabular Liner was implanted. Of these, four hundred and thirty-four (434) hips required revision due to the following reasons: thirty-one (31) hips due to fracture, one hundred fifty-one (151) due to loosening, forty-two (42) due to infection, seventy (70) due to prosthesis dislocation, seventy-two (72) due to lysis, one (1) due to pain, two (2) due to instability, two (2) due to leg length discrepancy, one (1) due to malposition, two (2) due to metal related pathology, one (1) due to implant breakage of the acetabular insert, fifty-one (51) due to wear of the acetabular insert, one (1) due to acetabular implant breakage, one (1) due to incorrect sizing, one (1) due to heterotopic bone, three (3) due to wear of the acetabulum, and two (2) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 30-Jun-2009 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR in which a REFLECTION UHMWPE Acetabular Liner was implanted in Australia between 02-Sep-1999 and 30-Jun-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.7% (1.3%-2.3%) vs 1.8% (1.7%-1.8%) of the class;-At 2nd post-operative year: 2.8% (2.2%-3.5%) vs 2.2% (2.2%-2.2%) of the class;-At 3rd post-operative year: 3.4% (2.8%-4.2%) vs 2.6% (2.5%-2.6%) of the class;-At 4th post-operative year: 3.8% (3.1%-4.7%) vs 2.9% (2.8%-2.9%) of the class;-At 5th post-operative year: 4.5% (3.7%-5.4%) vs 3.1% (3.1%-3.2%) of the class;-At 6th post-operative year: 5.4% (4.5%-6.3%) vs 3.5% (3.4%-3.5%) of the class;-At 7th post-operative year: 6.3% (5.4%-7.3%) vs 3.7% (3.7%-3.8%) of the class;-At 8th post-operative year: 7.1% (6.1%-8.2%) vs 4.0% (4.0%-4.1%) of the class;-At 9th post-operative year: 8.4% (7.4%-9.6%) vs 4.4% (4.3%-4.4%) of the class;-At 10th post-operative year: 10.2% (9.0%-11.5%) vs 4.7% (4.7%-4.8%) of the class;-At 11th post-operative year: 11.8% (10.5%-13.2%) vs 5.1% (5.0%-5.1%) of the class;-At 12th post-operative year: 13.7% (12.2%-15.3%) vs 5.5% (5.4%-5.5%) of the class;-At 13th post-operative year: 15.1% (13.6%-16.8%) vs 5.9% (5.8%-5.9%) of the class;-At 14th post-operative year: 16.6% (15.0%-18.4%) vs 6.3% (6.2%-6.4%) of the class;-At 15th post-operative year: 17.7% (16.0%-19.5%) vs 6.7% (6.6%-6.8%) of the class;-At 16th post-operative year: 19.5% (17.7%-21.5%) vs 7.2% (7.1%-7.3%) of the class;-At 17th post-operative year: 20.6% (18.7%-22.7%) vs 7.7% (7.5%-7.8%) of the class;-At 18th post-operative year: 22.2% (20.2%-24.3%) vs 8.1% (8.0%-8.2%) of the class;-At 19th post-operative year: 23.7% (21.6%-25.9%) vs 8.6% (8.4%-8.7%) of the class;-At 20th post-operative year: 24.7% (22.5%-27.1%) vs 9.0% (8.9%-9.2%) of the class;-At 21st post-operative year: 26.2% (23.8%-28.7%) vs 9.5% (9.4%-9.7%) of the class;-At 22nd post-operative year: 27.9% (25.4%-30.6%) vs 10.0% (9.8%-10.2%) of the class;-At 23rd post-operative year: 29.1% (26.4%-32.0%) vs 10.4% (10.2%-10.6%) of the class;-At 24th post-operative year: 29.1% (26.4%-32.0%) vs 11.0% (10.7%-11.3%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the REFLECTION UHMWPE Acetabular Liner and the THR class at the 1st and 2nd postoperative years, as determined by overlapping 95% confidence intervals. ;On the other hand, from the 3rd to the 24th postoperative year, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the REFLECTION UHMWPE Acetabular Liner demonstrating higher revision rates than the class.;Ultra-high molecular weight polyethylene (UHMWPE), also known as conventional polyethylene, has been well documented in literature to increase wear debris over time and subsequently increase revision rates, which explains the observed trend from the 3rd postoperative year onward. These liners, which have shown to have lower performance compared to XLPE liners, are currently not marketed anymore.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279372-1-L434,,7/1/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 54-56 OUTER DIAMETER 20 DEGREE SIZE F,71742854,,71742854,,03596010232274,K932755,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THA procedures between 02-Sep-1999 and 30-Jun-2009, using a REFLECTION Ultra High Molecular Weight Polyethylene (UHMWPE) Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR between 02-Sep-1999 and 30-Jun-2009 in which a REFLECTION UHMWPE Acetabular Liner was implanted. Of these, four hundred and thirty-four (434) hips required revision due to the following reasons: thirty-one (31) hips due to fracture, one hundred fifty-one (151) due to loosening, forty-two (42) due to infection, seventy (70) due to prosthesis dislocation, seventy-two (72) due to lysis, one (1) due to pain, two (2) due to instability, two (2) due to leg length discrepancy, one (1) due to malposition, two (2) due to metal related pathology, one (1) due to implant breakage of the acetabular insert, fifty-one (51) due to wear of the acetabular insert, one (1) due to acetabular implant breakage, one (1) due to incorrect sizing, one (1) due to heterotopic bone, three (3) due to wear of the acetabulum, and two (2) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 30-Jun-2009 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand six hundred and sixteen (2,616) hips underwent primary THR in which a REFLECTION UHMWPE Acetabular Liner was implanted in Australia between 02-Sep-1999 and 30-Jun-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.7% (1.3%-2.3%) vs 1.8% (1.7%-1.8%) of the class;-At 2nd post-operative year: 2.8% (2.2%-3.5%) vs 2.2% (2.2%-2.2%) of the class;-At 3rd post-operative year: 3.4% (2.8%-4.2%) vs 2.6% (2.5%-2.6%) of the class;-At 4th post-operative year: 3.8% (3.1%-4.7%) vs 2.9% (2.8%-2.9%) of the class;-At 5th post-operative year: 4.5% (3.7%-5.4%) vs 3.1% (3.1%-3.2%) of the class;-At 6th post-operative year: 5.4% (4.5%-6.3%) vs 3.5% (3.4%-3.5%) of the class;-At 7th post-operative year: 6.3% (5.4%-7.3%) vs 3.7% (3.7%-3.8%) of the class;-At 8th post-operative year: 7.1% (6.1%-8.2%) vs 4.0% (4.0%-4.1%) of the class;-At 9th post-operative year: 8.4% (7.4%-9.6%) vs 4.4% (4.3%-4.4%) of the class;-At 10th post-operative year: 10.2% (9.0%-11.5%) vs 4.7% (4.7%-4.8%) of the class;-At 11th post-operative year: 11.8% (10.5%-13.2%) vs 5.1% (5.0%-5.1%) of the class;-At 12th post-operative year: 13.7% (12.2%-15.3%) vs 5.5% (5.4%-5.5%) of the class;-At 13th post-operative year: 15.1% (13.6%-16.8%) vs 5.9% (5.8%-5.9%) of the class;-At 14th post-operative year: 16.6% (15.0%-18.4%) vs 6.3% (6.2%-6.4%) of the class;-At 15th post-operative year: 17.7% (16.0%-19.5%) vs 6.7% (6.6%-6.8%) of the class;-At 16th post-operative year: 19.5% (17.7%-21.5%) vs 7.2% (7.1%-7.3%) of the class;-At 17th post-operative year: 20.6% (18.7%-22.7%) vs 7.7% (7.5%-7.8%) of the class;-At 18th post-operative year: 22.2% (20.2%-24.3%) vs 8.1% (8.0%-8.2%) of the class;-At 19th post-operative year: 23.7% (21.6%-25.9%) vs 8.6% (8.4%-8.7%) of the class;-At 20th post-operative year: 24.7% (22.5%-27.1%) vs 9.0% (8.9%-9.2%) of the class;-At 21st post-operative year: 26.2% (23.8%-28.7%) vs 9.5% (9.4%-9.7%) of the class;-At 22nd post-operative year: 27.9% (25.4%-30.6%) vs 10.0% (9.8%-10.2%) of the class;-At 23rd post-operative year: 29.1% (26.4%-32.0%) vs 10.4% (10.2%-10.6%) of the class;-At 24th post-operative year: 29.1% (26.4%-32.0%) vs 11.0% (10.7%-11.3%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the REFLECTION UHMWPE Acetabular Liner and the THR class at the 1st and 2nd postoperative years, as determined by overlapping 95% confidence intervals. ;On the other hand, from the 3rd to the 24th postoperative year, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the REFLECTION UHMWPE Acetabular Liner demonstrating higher revision rates than the class.;Ultra-high molecular weight polyethylene (UHMWPE), also known as conventional polyethylene, has been well documented in literature to increase wear debris over time and subsequently increase revision rates, which explains the observed trend from the 3rd postoperative year onward. These liners, which have shown to have lower performance compared to XLPE liners, are currently not marketed anymore.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279381-1-L104,,7/1/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION XLPE 36MM INNER DIAMETER 20 DEGREE 62-64MM OUTER DIAMETER SIZE H,71333347,,71333347,,03596010479778,K022902,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of thirteen thousand nine hundred and seventy-one (13,971) hips underwent primary THA procedures between 05-Oct-2000 and 28-Jan-2025, using a REFLECTION XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of thirteen thousand nine hundred and seventy-one (13,971) hips underwent primary THA procedures between 05-Oct-2000 and 28-Jan-2025, using a REFLECTION XLPE Liner. This total includes REFLECTION XLPE Liner components approved for use in the United States under FDA product codes JDI and LPH. Of the five hundred sixty-nine (569) revision surgeries reported for these implants, one hundred four (104) revisions were associated with hips that had previously received a REFLECTION XLPE Liner Component approved under FDA product code LPH.;The AOANJRR report provides the complete list of reasons for revision for all 569 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code LPH. The reported reasons for revision include: one hundred and thirty-six (136) hips due to fracture, one hundred and forty-four (144) hips due to loosening, one hundred and ten (110) hips due to infection, one hundred and fifteen (115) hips due to prosthesis dislocation, nineteen (19) hips due to lysis, eight (8) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, five (5) hips due to malposition, six (6) hips due to implant breakage ¿ stem, three (3) hips due to metal related pathology, two (2) hips due to wear ¿ acetabular insert, one (1) hip due to implant breakage ¿ acetabular insert, one (1) hip due to implant breakage ¿ acetabular, two (2) hips due to incorrect sizing, one (1) hip due to tumour and three (3) hips due to other-unknown reasons.;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 569 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 104 revisions associated with hips that had previously received a REFLECTION XLPE Liner Component approved under FDA product code LPH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 104 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirteen thousand nine hundred and seventy-one (13,971) primary THA procedures with REFLECTION XLPE acetabular liners have been performed in Australia between 05-Oct-2000 and 28-Jan-2025. The XLPE Liner variant group performed statistically significantly better at 24 years of follow-up, based on non-overlapping confidence intervals when compared to All Other THA reported in the AOANJRR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.7% (1.5%-2.0%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.0% (1.8%-2.2%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.2% (1.9%-2.4%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.4% (2.1%-2.6%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.6% (2.3%-2.8%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 2.8% (2.5%-3.1%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.1% (2.8%-3.4%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 3.3% (3.0%-3.6%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 3.5% (3.2%-3.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 3.8% (3.5%-4.1%) vs 5.6% (5.5%-5.6%) of the class.;-At 13th postoperative year: 4.0% (3.7%-4.4%) vs 6.0% (5.9%-6.1%) of the class.;-At 14th postoperative year: 4.3% (3.9%-4.7%) vs 6.4% (6.3%-6.5%) of the class.;-At 15th postoperative year: 4.6% (4.2%-5.0%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 4.8% (4.4%-5.3%) vs 7.4% (7.3%-7.5%) of the class.;-At 17th postoperative year: 5.2% (4.7%-5.6%) vs 7.9% (7.7%-8.0%) of the class.;-At 18th postoperative year: 5.3% (4.8%-5.7%) vs 8.3% (8.2%-8.5%) of the class.;-At 19th postoperative year: 5.7% (5.2%-6.2%) vs 8.8% (8.7%-9.0%) of the class.;-At 20th postoperative year: 5.8% (5.3%-6.3%) vs 9.4% (9.2%-9.5%) of the class.;-At 21st postoperative year: 6.1% (5.5%-6.7%) vs 9.9% (9.7%-10.1%) of the class.;-At 22nd postoperative year: 6.3% (5.7%-7.0%) vs 10.4% (10.1%-10.6%) of the class.;-At 23rd postoperative year: 6.3% (5.7%-7.0%) vs 10.8% (10.6%-11.0%) of the class.;-At 24th postoperative year: 6.3% (5.7%-7.0%) vs 11.4% (11.1%-11.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 0 DEGREE XLPE LINER COMPONENTS: IMPLANTED IN EIGHTEEN THOUSAND THREE HUNDRED TWENTY EIGHT (18,328) HIPS BETWEEN 30-JAN-2008 AND 12-FEB-2026. THIS INCLUDES SIZE VARIANTS APPROVED FOR USE IN THE UNITED STATES UNDER PRO CODES JDI AND LPH. FROM THESE, SIX HUNDRED AND TWENTY (620) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND FIFTY SIX (156) HIPS DUE TO PERIPROSTHETIC FRACTURE, SEVENTY SEVEN (77) HIPS DUE TO LOOSENING, ONE HUNDRED AND FIFTY NINE (159) HIPS DUE TO INFECTION, ONE HUNDRED AND FIFTY NINE (159) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, EIGHT (8) HIPS DUE TO PAIN, FIFTEEN (15) HIPS DUE TO INSTABILITY, FIFTEEN (15) HIPS DUE TO LEG LENGTH DISCREPANCY, NINE (9) HIPS DUE TO MALPOSITION, FOUR (4) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, TWO (2) HIPS DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO WEAR ¿ ACETABULAR INSERT, TWO (2) HIPS DUE TO INCORRECT SIZING, TWO (2) HIPS DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, AND NINE (9) HIPS DUE TO OTHER-UNKNOWN REASONS. A DISTINCTION BETWEEN THE COMPLICATIONS ASSOCIATED WITH PRODUCTS REGISTERED UNDER PRO CODES JDI AND LPH CANNOT BE ESTABLISHED. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 620 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 10 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A R3 0 DEGREE XLPE LINER APPROVED UNDER FDA PRODUCT CODE LPH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 10 CASES. - REFLECTION ULTRA HIGH MOLECULAR WEIGHT POLYETHYLENE (UHMWPE) LINER COMPONENTS: IMPLANTED IN TWO THOUSAND SIX HUNDRED AND SIXTEEN (2,616) HIPS BETWEEN 02-SEP-1999 AND 30-JUN-2009. FROM THESE, FOUR HUNDRED AND THIRTY-FOUR (434) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THIRTY-ONE (31) HIPS DUE TO FRACTURE, ONE HUNDRED FIFTY-ONE (151) DUE TO LOOSENING, FORTY-TWO (42) DUE TO INFECTION, SEVENTY (70) DUE TO PROSTHESIS DISLOCATION, SEVENTY-TWO (72) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, TWO (2) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION, TWO (2) DUE TO METAL RELATED PATHOLOGY, ONE (1) DUE TO IMPLANT BREAKAGE OF THE ACETABULAR INSERT, FIFTY-ONE (51) DUE TO WEAR OF THE ACETABULAR INSERT, ONE (1) DUE TO ACETABULAR IMPLANT BREAKAGE, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO HETEROTOPIC BONE, THREE (3) DUE TO WEAR OF THE ACETABULUM, AND TWO (2) DUE TO OTHER REASONS. OF THE 434 TOTAL REVISION SURGERIES, 429 WERE PREVIOUSLY SUBMITTED TO FDA AND 5 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - REFLECTION XLPE LINER COMPONENTS: IMPLANTED IN THIRTEEN THOUSAND NINE HUNDRED AND SEVENTY-ONE (13,971) HIPS BETWEEN 05-OCT-2000 AND 28-JAN-2025. THIS TOTAL INCLUDES REFLECTION XLPE LINER COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES JDI AND LPH. OF THE FIVE HUNDRED SIXTY-NINE (569) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, ONE HUNDRED FOUR (104) REVISIONS WERE ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION XLPE LINER COMPONENT APPROVED UNDER FDA PRODUCT CODE LPH. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 569 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE LPH. THE REPORTED REASONS FOR REVISION INCLUDE: ONE HUNDRED AND THIRTY-SIX (136) HIPS DUE TO FRACTURE, ONE HUNDRED AND FORTY-FOUR (144) HIPS DUE TO LOOSENING, ONE HUNDRED AND TEN (110) HIPS DUE TO INFECTION, ONE HUNDRED AND FIFTEEN (115) HIPS DUE TO PROSTHESIS DISLOCATION, NINETEEN (19) HIPS DUE TO LYSIS, EIGHT (8) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, FIVE (5) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, THREE (3) HIPS DUE TO METAL RELATED PATHOLOGY, TWO (2) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, TWO (2) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR AND THREE (3) HIPS DUE TO OTHER-UNKNOWN REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 569 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 104 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION XLPE LINER COMPONENT APPROVED UNDER FDA PRODUCT CODE LPH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 104 CASES. OF THE 104 TOTAL REVISION SURGERIES, 103 WERE PREVIOUSLY SUBMITTED TO FDA AND 1 NEW REVISION WAS IDENTIFIED DURING THIS REPORTING QUARTER. ALTOGETHER, TOTAL OF 16 NEW REVISION EVENTS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH & NEPHEW DEVICES REFERENCED IN THIS REPORT.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 0 DEGREE XLPE LINER COMPONENTS: IMPLANTED IN EIGHTEEN THOUSAND THREE HUNDRED TWENTY EIGHT (18,328) HIPS BETWEEN 30-JAN-2008 AND 12-FEB-2026. THIS INCLUDES SIZE VARIANTS APPROVED FOR USE IN THE UNITED STATES UNDER PRO CODES JDI AND LPH. FROM THESE, SIX HUNDRED AND TWENTY (620) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND FIFTY SIX (156) HIPS DUE TO PERIPROSTHETIC FRACTURE, SEVENTY SEVEN (77) HIPS DUE TO LOOSENING, ONE HUNDRED AND FIFTY NINE (159) HIPS DUE TO INFECTION, ONE HUNDRED AND FIFTY NINE (159) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, EIGHT (8) HIPS DUE TO PAIN, FIFTEEN (15) HIPS DUE TO INSTABILITY, FIFTEEN (15) HIPS DUE TO LEG LENGTH DISCREPANCY, NINE (9) HIPS DUE TO MALPOSITION, FOUR (4) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, TWO (2) HIPS DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO WEAR ¿ ACETABULAR INSERT, TWO (2) HIPS DUE TO INCORRECT SIZING, TWO (2) HIPS DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, AND NINE (9) HIPS DUE TO OTHER-UNKNOWN REASONS. A DISTINCTION BETWEEN THE COMPLICATIONS ASSOCIATED WITH PRODUCTS REGISTERED UNDER PRO CODES JDI AND LPH CANNOT BE ESTABLISHED. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 620 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 10 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A R3 0 DEGREE XLPE LINER APPROVED UNDER FDA PRODUCT CODE LPH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 10 CASES. - REFLECTION ULTRA HIGH MOLECULAR WEIGHT POLYETHYLENE (UHMWPE) LINER COMPONENTS: IMPLANTED IN TWO THOUSAND SIX HUNDRED AND SIXTEEN (2,616) HIPS BETWEEN 02-SEP-1999 AND 30-JUN-2009. FROM THESE, FOUR HUNDRED AND THIRTY-FOUR (434) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THIRTY-ONE (31) HIPS DUE TO FRACTURE, ONE HUNDRED FIFTY-ONE (151) DUE TO LOOSENING, FORTY-TWO (42) DUE TO INFECTION, SEVENTY (70) DUE TO PROSTHESIS DISLOCATION, SEVENTY-TWO (72) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, TWO (2) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION, TWO (2) DUE TO METAL RELATED PATHOLOGY, ONE (1) DUE TO IMPLANT BREAKAGE OF THE ACETABULAR INSERT, FIFTY-ONE (51) DUE TO WEAR OF THE ACETABULAR INSERT, ONE (1) DUE TO ACETABULAR IMPLANT BREAKAGE, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO HETEROTOPIC BONE, THREE (3) DUE TO WEAR OF THE ACETABULUM, AND TWO (2) DUE TO OTHER REASONS. OF THE 434 TOTAL REVISION SURGERIES, 429 WERE PREVIOUSLY SUBMITTED TO FDA AND 5 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - REFLECTION XLPE LINER COMPONENTS: IMPLANTED IN THIRTEEN THOUSAND NINE HUNDRED AND SEVENTY-ONE (13,971) HIPS BETWEEN 05-OCT-2000 AND 28-JAN-2025. THIS TOTAL INCLUDES REFLECTION XLPE LINER COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES JDI AND LPH. OF THE FIVE HUNDRED SIXTY-NINE (569) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, ONE HUNDRED FOUR (104) REVISIONS WERE ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION XLPE LINER COMPONENT APPROVED UNDER FDA PRODUCT CODE LPH. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 569 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE LPH. THE REPORTED REASONS FOR REVISION INCLUDE: ONE HUNDRED AND THIRTY-SIX (136) HIPS DUE TO FRACTURE, ONE HUNDRED AND FORTY-FOUR (144) HIPS DUE TO LOOSENING, ONE HUNDRED AND TEN (110) HIPS DUE TO INFECTION, ONE HUNDRED AND FIFTEEN (115) HIPS DUE TO PROSTHESIS DISLOCATION, NINETEEN (19) HIPS DUE TO LYSIS, EIGHT (8) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, FIVE (5) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, THREE (3) HIPS DUE TO METAL RELATED PATHOLOGY, TWO (2) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, TWO (2) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR AND THREE (3) HIPS DUE TO OTHER-UNKNOWN REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 569 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 104 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION XLPE LINER COMPONENT APPROVED UNDER FDA PRODUCT CODE LPH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 104 CASES. OF THE 104 TOTAL REVISION SURGERIES, 103 WERE PREVIOUSLY SUBMITTED TO FDA AND 1 NEW REVISION WAS IDENTIFIED DURING THIS REPORTING QUARTER. ALTOGETHER, TOTAL OF 16 NEW REVISION EVENTS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH & NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 AND REFLECTION ACETABULAR SYSTEMS PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AOANJRR REPORTS THAT FOR THE R3 0 DEGREE XLPE LINER AND REFLECTION XLPE LINER COMPONENTS WERE IN LINE OR BETTER WITH THE CLASS ACROSS ALL YEARS OF FOLLOW-UP. FOR THE REFLECTION UHMWPE ACETABULAR LINERS, IT CAN BE DETERMINED THAT THERE IS NO STATISTICALLY SIGNIFICANT DIFFERENCE BETWEEN THE REVISION RATES AND THE THR CLASS AT THE 1ST AND 2ND POSTOPERATIVE YEARS, AS DETERMINED BY OVERLAPPING 95% CONFIDENCE INTERVALS. ON THE OTHER HAND, FROM THE 3RD TO THE 24TH POSTOPERATIVE YEAR, THERE IS A STATISTICALLY SIGNIFICANT DIFFERENCE BETWEEN THE REVISION RATES OF THE STUDY DEVICE AND THE CLASS, AS DETERMINED BY NON-OVERLAPPING 95% CONFIDENCE INTERVALS, WITH THE REFLECTION UHMWPE ACETABULAR LINER DEMONSTRATING HIGHER REVISION RATES THAN THE CLASS. ULTRA-HIGH MOLECULAR WEIGHT POLYETHYLENE (UHMWPE), ALSO KNOWN AS CONVENTIONAL POLYETHYLENE, HAS BEEN WELL DOCUMENTED IN LITERATURE TO INCREASE WEAR DEBRIS OVER TIME AND SUBSEQUENTLY INCREASE REVISION RATES, WHICH EXPLAINS THE OBSERVED TREND FROM THE 3RD POSTOPERATIVE YEAR ONWARD. THESE LINERS, WHICH HAVE SHOWN TO HAVE LOWER PERFORMANCE COMPARED TO XLPE LINERS, ARE CURRENTLY NOT MARKETED ANYMORE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.